Event description:
On 29th april, 2024 getinge became aware of an issue with one of surgical light - powerled 500. It was stated the handle holder has broken off. The holder has broken out of the bracket. The getinge technician indicated that the cause of error was misuse. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6). The initial reporter was a medical technology departament. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The initial reporter was medical technology department. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical light - powerled 500. It was stated the handle holder has broken off. The holder has broken out of the bracket. The getinge technician indicated that the cause of error was misuse. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered, defective handle holder (ard368401998) has been replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily inspection of the surgical lamp. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated: the results of the torque and tensile tests (report 21028 cr 20) shows that the handle can withstand a load of 100 n and comply with the iec standard 60601-2-41 ed 2. The separation of the central handle was caused by a deterioration of the fixing holes, tearing the threads, due to excessive loads (> 100 n) applied on the handle. To prevent such incident, the installing or removing of the sterilisable handle is described in the user manual hled. Indeed, it is mentioned to check the correct locking of the handle hence its correct fastening onto the light. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.